Event description:
A left femoral approach was used for filter deployment with thrombus in the right leg. Great care was made to push only, not retract on the pusher. Upon turning the curve to inferior vena cava, the filter was difficult to push, then stuck. It had at that time partially deployed with top struts open. The pusher had become stuck in the legs and would not free up. The filter and sheath were stuck together. The legs were stuck in the sheath. Manipulation eventually deployed the filter. Two legs were crossed as documented on dsa. Examination of the sheath showed the tip had expanded and been scored by the legs of the filter from the inside.